Event description:
It was reported when putting tray up after procedure, sales rep noticed a crack in head impactor. No injuries or surgical delays reported. No backup device was needed.

Manufacturer narrative:
A polarstem modular head was reported to be cracked. The complaint part, intended for use in treatment, was returned for investigation. The part was found broken in 2 pieces. The complaint history review was performed, 6 further complaints were found for this lot with comparable failure modes. The received instrument is designed to impact a ball head on the polarstem taper. It is therefore subjected to repeated impact forces. Additionally, repeated steam sterilization processes could contribute to an embrittlement. It is however unknown for how many cycles this instrument has been used. A functional test simulating 5 years of use was performed. The observed failure could not be reproduced. Based on the conducted investigations the root cause of the fracture could therefore not be determined conclusively. There is no indication that the device failed to match specifications at the time of manufacturing. Nonetheless, in combination with our continuous effort to improve our products, design changes have been implemented to enhance the mechanical behaviour of this device. Smith+nephew will continue to monitor for similar issues. The complaint device will be discarded.